Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unk) during a code, the device would not charge energy and a portion of device's display was not functioning. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.